Event description:
Trauma patient; unrestrained driver vs tree; multiple serious injuries including bilateral ankle fractures. Splints placed patient vented. Questionable deterioration in circulation to lower extremities; compartment pressures measured and "normal". Two days later, patient required transfer to or for bilateral fasciotomies secondary to bilateral antero/steral compartment syndrome. Patient required several returns to or with eventual right below knee amputation.